Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in the left basilic antecubital vessel of a female pt in 2006. The device was used for continuous antibiotic infusion via a cadd pump. About one month later, while attending school, the pt noticed blood at a fracture in the catheter. The IV nurse confirmed a fracture of the PICC, and that it was located at the proximal end where the suture wing joined the catheter. Although bleeding at the fracture site was noted, it was reported that there was minimal blood loss. The PICC was successfully explanted and the complainant reported that no replacement was indicated. The IV nurse also reported that the pt denied any knowledge of how the fracture occurred; she also reported that she was unsure if a stat lock had been in place to secure the device. The complainant reported that there was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedure.